Event description:
It was reported that while using the bd facscalibur¿ that the instrument gives erroneous results, just like the previous case (B)(4), the device acquires everything, it seems fine, but giving the result there are more t-lymphatics than leukocytes. The following information was provided by the initial reporter. The client comments that the instrument gives erroneous results, just like the previous case (B)(4), the device acquires everything, it seems fine, but giving the result there are more t-lymphatics than leukocytes.

Manufacturer narrative:
H.6 investigation summary: scope of issue: the scope of issue is only limited to facscalibur 4 clr basic sensor unit, part # 343202, serial # (B)(6). Problem statement: customer reported a complaint regarding erroneous results that occurred on (B)(6) 2022. Erroneous results can negatively impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed by these erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue for part # 343202. Date range from 03oct2021 to date 03oct2022. Manufacturing device history record (DHR) review: DHR part # 343202, serial # (B)(6), file # (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: (B)(4). Returned sample analysis: a return sample was not requested for evaluation because no parts were replaced. Service history review: review of related work order #: (B)(4); case #: (B)(4). Install date: (B)(6) 2011. Defective part number: n/a. Wo-(B)(4) notes: subject / reported: 343202 - facscalibur 4 clr basic sensor unit - erroneous results. Problem description: the client comments that the instrument gives erroneous results the same as the previous case (B)(4) the device acquires everything seems fine but giving the result there are more t lymphos than leukos. Work performed: the complete equipment is checked. The problem reported by the user seems to correspond to the compensation of the parameters. The customer does not use calibrites on the equipment on a regular basis. App tracking required cause: parameter compensation. Solution: the problem reported by the user seems to correspond to the compensation of the parameters. The customer does not use calibrites on the equipment on a regular basis. Labeling / packaging review: n/a. Risk analysis: risk management file part # 342973ra, rev. 04/vers. D, bd facscalibur product family risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no. Hazard ID #: (B)(4). Hazard: operational hazard ¿ fl3 separation qc failure. Cause: instrument parameters not optimized. Harmful effects: cannot proceed with clinical results after qc failure. Residual probability: 1. Residual severity: 3. Residual risk index: 3. Potential causes: based on the investigation results the potential cause was determined to be an issue with parameter compensation due to user error. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause was determined to be an issue with parameter compensation due to user error. In response to the customer¿s complaint regarding seeing more t lymphocytes than leukocytes causing erroneous results, an fse (field service engineer) went onsite and confirmed the issue. The fse checked the equipment and determined that the issue was due to the compensation of the parameters for calibrite beads (bd fluorescent beads) because the customer does not use calibrite beads to set up the instrument on a regular basis as they should. Since there was no technical issue with the instrument itself, the instrument was returned to the customer. The fse advised that an applications specialist was needed to further investigate this issue. Over the next 2 months, fses and applications specialists investigated this problem, confirmed it was an issue with facscomp bd software and calibrite beads, and reconfigured and optimized the calibrite settings ¿ this is documented in other servicemax cases tied to this instrument (case # (B)(4)). After these cases, the fse as well as applications specialist confirmed that the device is functional and working per bd specifications. Although this issue had the potential to yield erroneous results, the customer confirmed that no unexpected results came from patient samples. So, no patients were treated or harmed from any erroneous results. Troubleshooting procedures can be found in the user guide; bd facscalibur¿ instructions for use, # 23-12911-02 rev. 01/vers. A, starting page 193. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the customer seeing higher t lymphocyte than leukocyte levels causing erroneous results was determined to be a parameter compensation issue due to user error. An fse went onsite and confirmed the issue after checking the instrument. The parameter compensation issue was caused by the customer not using calibrite beads to set up the instrument on a regular basis. Since no technical issue was identified on the instrument itself, it was returned to the customer as functioning and the fse suggested that an applications specialist investigate the issue further. Over the next 2 months, applications investigated the instrument, identified the underlying facscomp software and calibrite beads issue, and reconfigured and optimized settings to resolve the issue. The instrument is working as expected with no further erroneous results. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. Supporting document: n/a.

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facscalibur¿ that the instrument gives erroneous results, just like the previous case (B)(4), the device acquires everything, it seems fine, but giving the result there are more t-lymphatics than leukocytes. The following information was provided by the initial reporter: the client comments that the instrument gives erroneous results, just like the previous case (B)(4), the device acquires everything, it seems fine, but giving the result there are more t-lymphatics than leukocytes.